Manufacturer narrative:
Investigation could not be concluded as no device was returned.

Event description:
Patient implanted with a 4.5 mm lcp proximal femur plate. Two weeks postop, the plate was noted as broken.